Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and communication issue. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient was at the hospital on (B)(6) 2024. The patient reported that they experienced a communication alarm while activating the pod. Additional information regarding why the patient was in the hospital and if it was omnipod related was solicited, but unavailable.